Manufacturer narrative:
Reflexabo assay was performed on an in-house galileo with donor samples of known abo/rh types using retention anti-a, lot 101664, anti-b series 3, lor 203231, anti-d series 4, lot 504696, and anti-d series 5, lot 505547. All in-house donor samples typed as expected. Weak_d testing performed with d negative in-house donor samples using capture-r select, lots sc078 and sc080. Both in-house donor samples were interpreted as weak d negative, as expected. The customer did not return product or sample for investigation. It is not possible to rule out the sample as a cause of the event.

Event description:
Customer reported an rh discrepancy on the reflex_abo assay on the galileo. The patient is historically a positive and typed as a negative, weak_d negative on the galileo.